Event description:
As reported to coloplast, the testicular implant became infected, with purulent material noted in the dependent portion of the prosthesis. Implant was removed and pt was discharged with antibiotics. Culture results were positive for staph aureus.

Manufacturer narrative:
Coloplast was unsuccessful in securing the explanted prosthesis for eval, as the initial reporter stated the device would not be returned. However, because qa's examination may not conclusively confirm or disprove the report of infection, coloplast accepts the physician's observations of such as the reason for surgical intervention. A review of the lot history records indicates this lot passed sterility testing prior to being released. Based on this knowledge, it is concluded that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than device.